Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "visible cut" on the patient line of the homechoice cassette which resulted in a leak. This was noticed during fill one of five of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending therapy session. Continuous ambulatory peritoneal dialysis was discussed. The patient started over with new supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.